Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("right fallopian tube perforation /her right fallopian tube was blown/essure blew out my right/ iud was not correct position in right fallopian tube") and uterine perforation ("the second essure coil is oriented vertically and perforating the right fundal myometrium") in a 35-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included breast reduction in (B)(6) 2006, multigravida, parity 4 and miscarriage. Previously administered products included for an unreported indication: yasmin. Concurrent conditions included depression. Concomitant products included sertraline (zoloft) and venlafaxine (effexor). In (B)(6) 2008, the patient had essure inserted. In 2008, the patient experienced ovulation pain ("every month she had pain during ovulation on right side") and adnexa uteri pain ("right tube pain"). In 2012, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), depression ("depression"), pelvic pain ("still have pain in my right side since they removed it"), mental disorder ("essure caused or aggravated any psychiatric and/or psychological condition"), menorrhagia ("heavy bleeding during periods"), abdominal pain lower ("abdominal cramping") and dyspareunia ("pain on right side during intercourse."). The patient was treated with ibuprofen (motrin), surgery (laparoscopic bilateral tubal ligation with filshie clips and removal of essure coils) and surgery (laparoscopic bilateral tubal ligation with filshie clips and removal of essure coils). Essure was removed on (B)(6) 2012. At the time of the report, the fallopian tube perforation, uterine perforation, depression, mental disorder, menorrhagia, abdominal pain lower and dyspareunia outcome was unknown, the ovulation pain and pelvic pain had not resolved and the adnexa uteri pain was resolving. The reporter considered abdominal pain lower, adnexa uteri pain, depression, dyspareunia, fallopian tube perforation, menorrhagia, mental disorder, ovulation pain, pelvic pain and uterine perforation to be related to essure. The reporter commented: on (B)(6) 2012 laparoscopic bilateral tubal ligation with filshie clips was performed. Discrepancy noted in essure insertion date :(B)(6) 2008. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.9 kg/discrepancy. She underwent essure confirmation test on approximately (B)(6) 2009. Type of test : x-ray (physician mentioned to me that it was not correct position in right fallopian tube, and it was nothing to worry about if it was floating around) hsg on (B)(6) 2012: two metallic coils are seen on the right side of the pelvis. There is passage of contrast through both fallopian tubes. There is bilateral intraperitoneal spillage, compatible with bilateral fallopian tube patency. One of the coils is in the region of the right fallopian tube approximately 1 cm from the right horn of the uterus. The other coil is linear and horizontal in configuration and lies approximately 1.5 cm above the right side of the uterine fundus. Impression: bilateral fallopian tube patency CT scan (B)(6) 2012: there is a metallic coil in the approximate location of the right fallopian tube, although a definite intraluminal course cannot be confirmed. The second essure coil is oriented vertically and perforating the right fundal myometrium, protruding from the serosal surfasse of the uterus and draped to the right over the superior aspect of the serosal surface of the right fundal portion of the uterus. Most recent follow-up information incorporated above includes: on 23-mar-2018: plaintiff fact sheet received: events menorrhagia, dyspareunia, lower abdominal pain are added. Product, patient & reporter information updated. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("right fallopian tube perforation /her right fallopian tube was blown/essure blew out my right/ iud was not correct position in right fallopian tube") and uterine perforation ("the second essure coil is oriented vertically and perforating the right fundal myometrium") in a (B)(6)-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included breast reduction in (B)(6) 2006, multigravida, parity 4 and recurrent abortion. Previously administered products included for an unreported indication: yasmin. Concomitant products included sertraline (zoloft) and venlafaxine (effexor). In (B)(6) 2008, the patient had essure inserted. In 2008, the patient experienced ovulation pain ("every month she had pain during ovulation on right side") and adnexa uteri pain ("right tube pain"). In 2012, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), depression ("depression"), pelvic pain ("still have pain in my right side since they removed it") and mental disorder ("essure caused or aggravated any psychiatric and/or psychological condition"). The patient was treated with ibuprofen (motrin), surgery (essure removed (clamped tube)) and surgery (essure removal). Essure was removed in (B)(6) 2012. At the time of the report, the fallopian tube perforation, uterine perforation, depression and mental disorder outcome was unknown and the ovulation pain, adnexa uteri pain and pelvic pain had not resolved. The reporter considered adnexa uteri pain, depression, fallopian tube perforation, mental disorder, ovulation pain, pelvic pain and uterine perforation to be related to essure. The reporter commented: on (B)(6) 2012 laparoscopic bilateral tubal ligation with filshie clips was performed. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was (B)(6) kg/sqm. She underwent essure confirmation test on approximately (B)(6) 2009. Type of test : x-ray (physician mentioned to me that it was not correct position in right fallopian tube, and it was nothing to worry about if it was floating around) hsg on (B)(6) 2012: two metallic coils are seen on the right side of the pelvis. There is passage of contrast through both fallopian tubes. There is bilateral intraperitoneal spillage, compatible with bilateral fallopian tube patency. One of the coils is in the region of the right fallopian tube approximately 1 cm from the right horn of the uterus. The other coil is linear and horizontal in configuration and lies approximately 1.5 cm above the right side of the uterine fundus. Impression: bilateral fallopian tube patency CT scan (B)(6) 2012: there is a metallic coil in the approximate location of the right fallopian tube, although a definite intraluminal course cannot be confirmed. The second essure coil is oriented vertically and perforating the right fundal myometrium, protruding from the serosal surfaces of the uterus and draped to the right over the superior aspect of the serosal surface of the right fundal portion of the uterus. Concerning the injuries reported in this case, the following one/ones were reported via medical records: uterine perforation. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.